Event description:
It was reported that the patient had an mi approximately 3 years and 6 months post the index procedure. The patient was free of symptons at the 3 year follow up.

Manufacturer narrative:
(B)(4).

Event description:
It was confirmed that the non q wave mi which occurred approximately 3 years and 6 months post the index procedure did not involve the target lesion. A revascularization of the proximal rca occurred the same day as the mi with the implantation of a non-medtronic stent in the rca. The patient suffered another mi eight days post treatment of the rca due to 100% stenosis with thrombus in previous implanted stent. Patient improved after implementation of stent. A revascularization of the rca occurred and was treated by balloon only on the day of the second mi.

Manufacturer narrative:
(B)(4): (stroke).

Event description:
During index procedure, 1 endeavor rx stent was implanted to the mid lad. Pt was asymptomatic at 30 day, 6 month and 1 year follow-ups. Approx 14 months post index procedure, a stroke is reported to have occurred. Pt presented to hospital with loss of mentality. A CT scan was performed and an acute ischemic stroke was diagnosed. Pt experienced right leg movement difficulty after the event. Pt was taking asa and clopidogrel at time of procedure. Investigator assessed relationship of event to study device as none. Pt was asymptomatic at 1.5 year and 2.5 year follow-ups.